Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by acute abdominal pain. The patient was hospitalized for this event and treated with intravenous vancomycin (dosage and frequency not reported). At the time of the report the patient remained hospitalized and the vancomycin was ongoing. The pd catheter was removed and the patient had begun hemodialysis. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis sometime in (B)(6) 2013. It was reported that at the time of this report, the patient was in the intensive care unit (ICU). The nurse declined to provide any further information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d16086 and h13e21067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).